Event description:
It was reported that a lc320 and a lc310 were used during a lymphadectomy. It was reported by the affiliate that the clips will not close with these devices. There was no consequence to the pt. 09/08/1998 additional info from affiliate. The clips did not fall into the pt.